Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, d9, g2, h3, h6.

Event description:
Patient also reported "shortness of breath, symptoms all relating to breast implant illness, pressure, trouble breathing, fatigue and migraines"; these events are not device related. Healthcare professional reported right side exchange due to the patient's concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on anterior, broken plug strap and missing plug strap (50-75%). Leak test and microscopic analysis was performed which identified puncture opening and sharp on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated punctured assessed as surgical damage, consistent in the use of some surgical tool. A sharp broken plug strap assessed as an unidentified (tear) opening. Missing plug strap assessed as inconclusive.

Event description:
Patient reported right side "pain, "breast hard as a rock", "shortness of breath, fluid in chest", and "exchange from textured to smooth breast implants due to patient's concern with the product". Patient also reported symptoms all relating to breast implant illness, pressure, trouble breathing, fatigue and migraines"; these events are not device related. Healthcare professional reported right side exchange due to the patient's concern with the product. Device was explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient called to report right side pain, "breast hard as a rock". Patient also reported "shortness of breath, fluid in chest, confirmed by an x-ray" on an unconfirmed date and bilateral exchange from textured to smooth breast implants due to patient's concern with the product.

Event description:
Patient reported right side "pain, "breast hard as a rock", "shortness of breath, fluid in chest", and "exchange from textured to smooth breast implants due to patient's concern with the product". Device remains implanted.